Manufacturer narrative:
As per sales associate, the end-user changed out the centrifugal flow probe which appeared to fix the issue but later in the day or evening, the values once again disappeared from the local control. Accordingly, the end-user applied some gel inside the flow sensor and in contact with outside of 3/8 tubing and numerical values were restored. This was an off pump procedure, so the flow sensor was just reading prime solution. Furthermore, the end-user reported that she did move the flow sensor to venous side of the circuit and the liter per minute (lpm) was displayed on both the central control monitor (ccm) and local control. She also moved the sensor to different areas of arterial side of circuit and no lpm was displayed. In addition, when the flow sensor was in the arterial position there were times when the lpm was displayed on the ccm but not on the local control, but reportedly during this time the lpm on ccm was stuck on 3.3 lpm no matter what she changed the rotations per minute (rpm) to. The flow displayed on the ccm remained 3.3 liters. In the morning of the day after the occurrence of the issue, the same pump was used with the same circuit mounted on it, and it appeared to be working. Recently, they switched to a new perfusion circuit from medtronic. The tubing itself is stiffer and stiffer to the degree that the surgeons complained of tubing being too stiff.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump would inconsistently display the flow value. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The user facility mitigated the issue by applying flow sensor gel. There has been no further issues with the values being displayed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.